Manufacturer narrative:
Method: product not available to be returned. A review of the device history records (DHR) was conducted for the lot number and incident reported. The device passed all mfg specifications prior to release. Results: customer reports that the device was discarded. Without the actual product, an analysis cannot be conducted. If add'l info that is pertinent to this event becomes available, I-flow will submit a follow-up report.

Event description:
Drug/diluent: unk. Fill volume: unk. Flow rate: unk. Procedure: exploratory laparotomy with radiofrequency ablation liver. Cathplace: unk. Event description: 28 months ago, pt underwent exploratory laparotomy with radiofrequency ablation of liver with placement of an on-q pain pump. Five days post surgery, on-q pain pump removed at bedside. Recently implanting hospital notified by another facility that when pt underwent liver transplant at their facility a 14 cm piece of retained tubing was noted and removed. There was no pt harm identified from this event. Retrospective review of charging and radiology studies was conducted and no indication identified of difficult removal or evidence on radiology studies. Date of event: (B)(6), 2008.